Manufacturer narrative:
The field service engineer (fse) inspected the device and could not duplicate the reported condition. Tthe ventilator passed all testing per manufacturer's specification and was returned to the customer for clinical use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the transport of a patient, the 840 ventilator safety valve opened. The ventilator displayed low battery message and immediately displayed inoperative. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.